Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The on/off switch was ordered for replacement to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system fault resulting in the loss of mechanical ventilation during a case. There was no report of patient injury.